Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is inadequate flow to transfer optimal energy due to a failed manifold. The device was evaluated upon receipt. Alert 113 in event log. One of the integrated valves on the manifold had a malfunction causing alert 113 and a flow issue. Replaced manifold assembly. Error removed. Stk / mtk performed. Functional check, water replacement. Device without error. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported product number is sold ous. The UDI number for this product is not available. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an error 113 (reduced water temperature control) and low flow in an arctic sun device. Per follow up information received via email on 17jul2024, device would be repaired in the hospital by crs. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an error 113 (reduced water temperature control) and low flow in an arctic sun device. Per follow up information received via email on 17jul2024, device would be repaired in the hospital by crs. No patient involvement.